Event description:
It is reported that the patient underwent a wash out and poly exchange due to infection when the surgeon noticed the patella was fractured. The patella was also revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.